Event description:
Boston scientific received information from a boston scientific competitor, that this right atrial (ra) lead has exhibited acute changes in pacing impedances of greater than 500 ohms. An impedance measurement of 1800 ohms triggered the patient's home monitoring system for a high out of range measurement. Also noted was noise on this ra lead that has lead to inappropriate mode switches. The competitor's technical services department discussed troubleshooting options. The patient was asymptomatic, and at this time available information suggests that this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.